Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of loose pitch cable to be related to the customer reported complaint. The instrument was found to have a loose pitch cable at the distal end. Root cause of this failure is attributed to a component failure. Additional finding related to the primary failure. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Root cause of this failure is component failure. A site history review was performed and no other complaints related to this product were found. A review of system logs showed that the mega suturecut needle driver was last used on system number sk3745 on 04-dec-2020 and it had 4 lives remaining. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the mega suturecut needle driver instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during central processing, the mega suturecut needle driver had a loose cable. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that it was difficult to provide additional information as they sent several RMA's during the day, from 2 different robots. No further details were available.